Event description:
On (B)(6) 2010, the pt underwent treatment for a thoracic aortic aneurysm with gore tag thoracic endoprostheses, with intentional coverage of the left subclavian artery (lsa). The pt later experienced aneurysmal expansion at the proximal end of the stent-grafts, and it appeared the most proximal stent-graft may have migrated distally, losing proximal seal. The physician did not identify any endoleaks, however, and no cause for the aneurysmal expansion was apparent. On (B)(6) 2012, the pt underwent another procedure, and the stent-grafts were extended proximally with another tag device, with intentional coverage of the lsa and left common carotid artery (lcca). A bypass of the lcca had also been performed sometime prior to this. The pt tolerated the procedure.

Manufacturer narrative:
Additional devices: (B)(4). The manufacturing records review verified that the lots met all pre-release specifications.